Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a laceration caused by the velcro on a flipped over ECG electrode. The patient's bra reportedly rolls over causing the edges to rub on her upper arm area and cause red, raw skin the size of an index finger on each side. The patient consulted her nurse who covered the area with gauze and tape. Follow-up indicated that the irritation had healed.